Event description:
Boston scientific received information that this left ventricular (lv) lead was exhibiting elevated pacing impedance measurements from 1,600 ohms to 2,000 ohms. Additionally the pacing thresholds had increased from 1.7 volts at 1 millisecond to 6 volts at 2 milliseconds. Boston scientific technical services discussed the issue and recommended lead replacement. No adverse patient effects reported.

Manufacturer narrative:
At this time, this lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.